Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented with a swollen pocket. The system was explanted due to infection. There were no complications. The patient was in stable condition before, during and after the procedure.